Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis . The customer blood glucose level was unknown. The customer was did self test. The customer stated that they already managed it by going to the emergency room. The customer was declined troubleshooting. The insulin pump will not be returned for analysis.